Manufacturer narrative:
Evaluated by third party.

Event description:
A device was returned to a third-party service center in response to to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit. In addition, there were findings of a scratched lcd screen, damaged bottom enclosure, destroyed connector, and connector oxide contamination. The device was scrapped.